Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1wbcp, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, lot#: va0s15w, implanted: (B)(6) 2015, inactive as of: (B)(6) 2019, remains in patient. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1wbcp, ubd: 15-nov-2022, UDI#: (B)(4) ; product ID: 3889-28, serial/lot #: va0s15w, ubd: 14-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device started flippingin the pocket. The patient stated that in late (B)(6) 2019 she felt a gradual shocking and shooting pains down her legs. The patient turned all programs down to 0. In the last few days, she had been feeling lower back pain. The patient stated that she touched the skin above the ins and 'it felt like it was scraped or something', and the more she touched it, the more 'it shot into' her. The patient said that she could feel two wires, and that it felt hot, like a spark. She also said that her ins 'keeps getting caught on things'. The patient stated that at the time the replacement surgery ((B)(6) 2019, implant date of current system) she weighed (B)(6) (lbs) and now weighs (B)(6) (lbs). The patient was redirected to follow up with her healthcare provider to address the shocking and other symptoms. No further complications were reported.